Event description:
Patient developed hematoma at femoral site after vascular closure device deployed. Another closure device had to be placed and patient had prolonged hemostasis. As a result, the patient had prolonged bedrest and was discharged home the next day with no further complications.